Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized on (B)(6) 2017 due to high blood glucose and diabetic ketoacidosis. Customer was treated with insulin and saline via IV. Customer had ketones and was vomiting. It was also reported that insulin pump received multiple no delivery alarms and changed complete sets six times in three days. It was reported that high blood glucose was caused by poor insulin delivery from infusion set. Proper infusion set recommendations were made. Customer was released from the hospital. Product would not be returned.